Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to an unknown reason. During the procedure, the modular head and acetabular cup was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The returned head and cup were found to have been manufactured within specifications. Visual examination appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. In addition, a small area of porous coating appeared to be missing. However, it could not be determined whether this backside damage occurred during or prior to revision surgery. Relevant articulating and stack dimensions and features were checked. All measurements were within the as manufactured requirements. There is no indication, with the information available, that there is any non-conformance in the products as manufactured.